Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d 6000 package system, the gantry stopped working and locked up while positioned at approximately 90 degrees. The user site reported that the event occurred prior to a patient exam and the system was rebooted. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and reported that during the start of a tomosynthesis exposure sequence, the c-arm drifted from approximately negative 90 degrees to negative 93 degrees after the tomosynthesis brake released, causing the system to generate a motion-related error and stop operation. Ts reported that subsequent similar exposures were successful. A hologic field service engineer (fse) investigated the device and reported that the error was not found in the logs during the onsite investigation. The fse reported that they spoke with the technologist, who reported that the issue seemed to occur with the bottom rotation switch and that the fast paddle had also been giving them issues. The fse reported that they replaced the bottom rotation switch, fast paddle, and rotation potentiometer, and tested the system for functionality. No further information is currently available.